Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(6) displayed tcmid:08 (coolant temp low) error message" was confirmed based on the review of the event logs and based on further in-depth device investigation. Upon testing the thermogard system, noticed a dirty lm34a/b connector on the I/o board and the pic16 board, likely attributed to normal wear and tear. The observed dirty connector could be the possible root cause for the thermogard system to display an intermittent tcmid:08 error message. The thermogard xp ivtm system was manufactured in 2010 and is more than ten years old, well past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. However, unrelated to the reported complaint, noticed a missing coldwell cap, likely attributed to user mishandling. The coldwell cap assembly was replaced. The event log review showed two tcmid:08 error messages around the reported event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, noticed one tcmid:05 (ce post failure) error message around the reported event date. Upon further testing noticed a dirty lm34a/b connector on the I/o board and the pic16 board. The lm34a/b connector on the I/o board and the pic16 board were cleaned to address both the tcmid:08 and tcmid:05 error messages. Upon further testing, the measurement of the heater was found out to be normal, and no problem was observed on the connectors of the wire harness cooling engine (ce) and wire harness pic16. After cleaning the connector, the thermogard xp ivtm system passed the functional testing without any error. Following service, the thermogard xp ivtm system passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:08 (coolant temp low) error message" was confirmed based on the event logs but was not confirmed during the initial functional testing. However, upon further testing noticed a dirty lm34a/b connector on the I/o board and the pic16 board, likely attributed to normal wear and tear. The observed dirty connector could be the possible root cause for the thermogard system to display an intermittent tcmid:08 error message. The thermogard xp ivtm system was manufactured in 2010 and is more than ten years old, well past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. However, unrelated to the reported complaint, noticed a missing coldwell cap, likely attributed to user mishandling. The coldwell cap assembly was replaced. The event log review showed two tcmid:08 error messages around the reported event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, noticed one tcmid:05 (ce post failure) error message around the reported event date. The thermogard xp ivtm system passed the functional testing without any error. Upon further testing noticed a dirty lm34a/b connector on the I/o board and the pic16 board. The lm34a/b connector on the I/o board and the pic16 board were cleaned to address both the tcmid:08 and tcmid:05 error messages. Upon further testing, the measurement of the heater was found out to be normal, and no problem was observed on the connectors of the wire harness cooling engine (ce) and wire harness pic16. Following service, the thermogard xp ivtm system passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:08 (coolant temp low) error message, and the ivtm therapy was stopped. No further information was provided. The patient's status information was requested, but the customer did not provide a response; therefore, the patient's status is unknown.